Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized and began treatment with vancomycin (2 g, route, frequency and duration not reported) and fortum (1 g, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information: it was reported that during follow up the patient was discharged form the hospital and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.